Event description:
The devices were used during a low anterior resection procedure. It was reported the surgeon heard a cracking sound when he was turning the knob on ecs33 to remove the anvil head off prior to the device being placed transanually. The surgeon attempted to advance the trocar, but it would not advance and the turning knob was broke. Another ecs33 was opened. It was reported when the surgeon fired this device he rpeorted he did not feel "the crunch: feedback he usually feels when firing the instrument. The surgeon discovered a tear in the distal sigmoid are of the bowel that he had to repair.

Manufacturer narrative:
D6; device returned with no lot ID. Visual inspections & results: b/a washer present/condition; a-uncut b-present. Damaged anvil/anvil shroud, damged guide face, damaged knife, damaged other, damaged staple pockets, damaged trocar, missing parts, and tissue present/describe; ab-no. Serial number; a-102 b-35. Staples present/location; a-present b-no. Functional tests & results: 1st fire-setting/form/heights; a-na b-high b/good. 1st fire-washer cut; a-na b-good. 2nd fire-setting/form heights; ab-na. Indicator response; ab-good. Other (non-circ.) Staples; ab-na. Returned satples-#form; a-na b-one partially. Returned staples-heights; ab-na. Safety release, and trocar/anvil fit; ab-good. Analysis conclusion: based on the info received and the visual and functional results, it appears as if the adjusting knob was over-extended beyond the stop limits on one of the returned instruments. This is eveidence by the adjustment knob being detached from the instrument upon receipt. It should be noted, as stated in the packaging insert, the adjusting knob should be dialed open until the orange tying area is visible. If the adjustment knob is dilaed beyond the stop limits, the knob may become detached from the instrument. The second instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.